Event description:
Instrument failure - due to the the glenoid tap breaking in the patient during the surgery.

Manufacturer narrative:
Corrected data: the reason for this complaint was to report the glenoid tap broke in the patient during the primary surgery. When the reported event occurred, the instrument may have been in service for over 2.8 months. This event occurred during surgery near the patient. The healthcare professional indicated there was a 20 minute delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Examination of the bone tap could not be performed as the instrument was discarded. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 2 functional, 14 dull/worn, 1 locking mechanism damaged, 5 seized/galled, 3 threads damaged/galled, 25 bent, 24 device broke/cracked/damaged, 5 end of life, 20 blank. There have been no previous investigations against this lot number. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. This event is attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. The reported problem is consistent with the reamer being driven too deep or the tap not being driven deeply enough causing the spinning reamer to attempt to thread onto the tap threads. This can cause sudden jamming and contribute to bending or breaking the tap and this instrument most likely had experienced high or repeated loads and torques at oblique angle during surgical use. Refer to instrument instruction for use (IFU) 0400-0146 "recommendations for the care and handling for djo surgical instruments. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. This is not an event associated with a product failure, malfunction or issue.